Event description:
The hcp reported a volume discrepancy at refill. The estimated reservoir volume was 5.3 mls; the actual reservoir volume was 13 mls. At that time, the pt was not experiencing any symptoms. Subsequently, the pt began to experience flaccidity and lethargy. The pt had an MRI "a few weeks ago". The hcp "is unsure why pt is presenting with overdose symptoms when the pt obviously has not been getting drug". The pt currently is hospitalized with pneumonia and the hcp is uncertain if the above noted symptoms are secondary to this diagnosis. The pump remains activated. Additional studies are scheduled for the near future, including an indium study and refill to determine volume accuracy/dosasge administered.